Event description:
It was reported occlusion alarms occurred, causing the customer's blood glucose level to display as "high," a specific value was not provided. The customer managed the high blood glucose level with a correction bolus via pump. Tandem technical support provided guidance on troubleshooting steps, which the customer declined, and the cause of the occlusion remained undetermined. The customer subsequently changed the necessary supplies and resumed insulin therapy without further assistance.